Event description:
New information received indicates that the device was explanted and replaced.

Event description:
New information received indicates that the patient received no adverse events from the procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The decrease in longevity estimation was believed to be due to a programmer anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed an estimated 8.5 months to eri from the last estimated 25 months to eri in (B)(6) 2015. The patient was asymptomatic and will continue to be monitored closely.